Manufacturer narrative:
A review of ticket trending data for list number 2k41 did not identify an increase in complaint activity related to the complaint issue. A search for complaints for lot 19638un18 also did not identify an increase in activity for falsely elevated patient results. Return testing was not completed as returns were not available. The historical performance of lot 19638un18 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu median were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu median for lot 19638un18 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 19638un18. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Use error may have contributed to the customer's issue as retesting of the original sample and a new sample gave lower results, indicating a possible sample integrity or sample handling issue. Based on the investigation no product deficiency was identified architect stat troponin-I reagent lot 19638un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) 2019 = 0.487ng/ml (cutoff = 0.30ng/ml) / new sample on (B)(6) 2019 = <0.010ng/ml; original sample from (B)(6) re-spun and retested on (B)(6) 2019 = 0.016 / 0.009ng/ml (normal range = 0.000-0.027ng/ml). There was no reported impact to patient management.